Event description:
It was reported that the patient's ipg had reached end of life. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of ¿inoperable ipg, depleted battery¿ was confirmed. The root cause of the reported observation was due to a degradation within the eppic (u1) external circuitry. Diode d1 had a reverse leakage current outside the expected range. This degradation resulted in the device having premature battery depletion based on the below longevity estimate. The estimated longevity would have been 2.7 years +/- .25-year per ¿ 90205144, for model 3660 assuming 1000 ohm program impedances. The total stimulation on time was 1.42 years or 52% of the estimated longevity when using the target amplitude, suggesting the device had premature battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All tests passed.the ate test did capture excessive calculated current during the battery current test (fuel gauge test) step with stimulation on. This test is for information only and therefore a failure does not get recorded. A review of the device history record (DHR) referencing the lot#7333073 noted the device passed all test steps at the time of manufacturing.